Event description:
It was reported that during a sleeve gastrectomy procedure, after the first three applications, at the fourth application the stapler cut the tissue in an irregular way and the clips didn't close correctly. The stapler was localized correctly: it has been taken only gastric tissue, there were not metallic clips and it has been waited fifteen minutes before application. The surgeon has been constricted to suture manually where the stapler hadn't worked but many clips opened were so chained with the tissue it was not possible to remove them. The intervention suffered an extension for half an hour. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the tissue was the gastric fund: a particular thick tissue. Yes, the surgeon waited the recommended 15 seconds after closing and before firing the device. The surgeon didn¿t cut other tissue because if he made this, he could occur a total gastrectomy for the patient. Now the patient has not had aggravation during the postoperative period has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm, or was this tissue intended to be cut away anyway? No. The patient did not have worsening in the post-surgical period as consequence of this malfunction. Related to other illnesses.